Manufacturer narrative:
The customer informed the authorized service provider (asp) of an alleged standby mode issue during which the device was prompting them to disconnect the patient mask to enter standby mode. This patient disconnect alarm is an intended function of the device, as the device is meant to produce an alarm/prompt when the patient circuit is no longer detected. To resolve the patients alleged issue, the asp recommended to the customer that they need to click the standby mode button on the touchscreen. Once activated, the customer would have 60 seconds to disconnect the patient circuit and then, if disconnected, the device would enter standby mode. If the circuit was not disconnected and the device continued to detect breaths, the device would exit standby mode and continue ventilation. In a good faith effort (gfe) response from the asp, it was stated that the diagnostic report (drpt) from the time if the event could not be provided. It is determined that the alleged standby mode is a result of user error when attempting to enter standby mode. The device, based on the available information, was operating as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. In a good faith effort (gfe) response from the asp, it was stated that the diagnostic report (drpt) from the time if the event could not be provided.

Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not enter standby mode. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In the gfe response received, the patient information from the time of the event was not provided. The customer informed the authorized service provider (asp) of the standby issue. In a good faith effort (gfe) response from the asp, it was stated that the diagnostic report (drpt) from the time if the event could not be provided. The asp clarified that the customer had reported that the alleged standby mode issue was that the device was prompting them to connect the mask prior to entering standby mode. The asp recommended to the customer that they need to enter standby mode before disconnecting the mask instead of disconnecting the mask and then trying to enter standby mode. This investigation is ongoing.